Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a seizure, fell and experienced syncope. Two days later, the remote interrogation noted the pacemaker and right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3000 ohms and the lead safety switch (lss) was triggered changing the polarity to unipolar. The following day, the impedance measurements were 600 ohms in unipolar and 800 ohms in bipolar. Further review found multiple stored events due to noise. The events correlated with the time of the seizure. Boston scientific technical services (ts) reviewed the episodes and noted the pacemaker was oversensing the minute ventilation signal which led to pacing inhibition of greater than four seconds in at least two episodes. It was discussed that it was plausible that the pacing inhibition lead to the seizure as the patient is pacer dependent. It was unknown how long the seizure lasted. An x-ray was taken and it was thought that the rv setscrew on the pacemaker was in the up position, thus not tightened and creating a loose connection. The pacemaker was reprogrammed and the patient was admitted to the hospital. A revision procedure was performed where the loose setscrew was confirmed as the cause of the high impedance measurements and noise. After the setscrew was tightened all lead measurements were in normal limits and there was no noise. The rv lead and pacemaker remain in service and no additional adverse patient effects were reported.